Event description:
A caller reported a cracked and shattered touchscreen, rendering it impossible to interact with the pump. There was no reported impact on the customer's blood glucose level. Customer technical support arranged for a replacement pump and confirmed the shipping address. The customer was advised to use a multiple daily injection (mdi) as a backup therapy and was instructed on how to put the pump into storage mode before returning it.